Event description:
It was reported that when using the bd pyxis¿ anesthesia station es memhirpasp c-drive was full. The issue impacted user ability to dispense medications for patients. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that c drive was full due to structured query language (sql) dump logs growing to approximately 12 gigabytes (gb), which caused the device to stop communicating. A technical support specialist (tss) had repeated error messages which indicated that the database dsclientoltp could not be opened due to a login failure, likely caused by insufficient database permissions. Then the tss backed up database, and a full synchronization was performed on the device. Following these actions, communication was restored, the device exited disconnect mode, and syncing resumed successfully. Ongoing monitoring confirmed that the c drive maintained 13 gb of free space after cleanup, with no recurrence of the issue. The system functioned as intended after the technical support specialist troubleshot the device.